Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: 97791, product type: accessory. Product ID: 97791, product type: accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The patient reported via the manufacturer representative (rep) that she no longer liking the stimulation and it was no longer working for her. The system was removed. What led to the event remained unknown as the patient was discharged from the facility before this could be discussed and they did not return phone calls. The removal was not known about until the rep showed up for a different case. No diagnostics had been performed. No actions were taken prior to the removal. The issue was resolved at the time of this report. Relevant medical history included cervical radiculopathy and spinal pain. No follow-up was required.

Manufacturer narrative:
Analysis of the ins ((B)(4)) found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.